Event description:
A medtronic representative received a report from a site representative that, while in an ear, nose & throat (ent) procedure, the surgeon performed several tracer registrations without success. No further details regarding the concern were provided. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable as the site neurocoordinator declined to provide. Software investigation completed. Reported issue could not be replicated. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.